Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified underweight and opening curved on radius. A visual and microscopic analysis was performed which identified opening crease smooth on radius, creases fold and wear abrasion. Based on the device analysis the final assessment is: an opening crease on radius due to fold flaw opening.

Event description:
Health professional reported right side rupture. The device has been explanted.